Event description:
The caller reported experiencing cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the caller through a complete pump reset, which resolved the issue, and the caller successfully started their sensor session. No additional information was received regarding the outcome of the event.